Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi40000019. Product ID: bi71000524. Product ID: bi71000581. Product ID: bi70000017. Product ID: bi71000125. Product ID: bi71000126. Product ID: bi71000480, UDI#: h3) the manufacturer representative (rep) went to the site to test the imaging system. Hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that image acquisition system (ias) system gantry was not opening even no x-ray intermittently and also battery, generator, and motion section were malfunctioning. Replacement of spare parts required to ensure proper functioning. No patient was present at the time of event.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced spares and now system was working fine as per standard. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.